Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. No blank display was noted. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The father stated that the child fell down and the display was black. The customer was very angry. The customer will be sent a replacement pump.